Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that after implantation of an impella cp, no placement signal or motor current signal was shown. The pump was removed and replaced. The patient survived.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The pump was returned for investigation. Data logs were not provided, and they could not be retrieved from the remote server. The returned pump passed the laser continuity test for the optical sensor, and all the 5s parameters were within the specification limits. The pump was further tested in a bucket of water and under pressure testing, where no issues were found. The cause of the optical signal issue was not determined since sufficient clinical information was not provided including data logs.